Manufacturer narrative:
If explanted, give date: not applicable as the lens remains implanted and therefore not explanted. (B)(6). Device evaluation: the intraocular lens (iol) was not returned at the manufacturing site; therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the implantation of the intraocular lens (iol), the end of the trailing haptic was observed to be stuck under the optic. Reportedly, the iol did not unfold correctly and twisted a lot. There were no complications reported and the lens remains implanted. Additional information was received and it was learnt that manipulation was required in order to release the haptic. There was a minimal delay and no further intervention was required. No additional information was provided. The customer reported the same event on four (4) occasions. This reports represents report three of four reports.